Manufacturer narrative:
Additional information was received on (B)(6)2021 and it was reported that the admission date value has been changed to (B)(6)2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, inc (bwi), it was reported that (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle and suffered pseudoaneurysm femoral artery and arteriovenous (av) fistula which required prolonged hospitalization and percutaneous injection of thrombin. It was reported that the patient experienced a pseudoaneurysm femoral artery and av fistula and was admitted to the hospital on (B)(6) 2021, and was discharged on (B)(6) 2021. Percutaneous injection of thrombin was administered. The patient was reported to have recovered. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. On 6/3/2021, additional information was received stating that the patient experienced inflammatory pericardial effusion. This was assessed as not MDR reportable as there was no further information if any additional intervention was performed.